Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated not being comfortable with replacement product. A new record has been opened in order to replace meter.

Event description:
Consumer reported complaint for high blood glucose test results. Us med is calling on behalf of the customer. The customer is concerned with tests results obtained of 286mg/dl. The expected fasting blood glucose test result range is 80-130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the closet. During the call a blood test was performed by the customer and produced test results of 278 and 275mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 10/15/2020 and open vial date is 5/22/2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter and test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI:(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated not being comfortable with replacement product. A new record has been opened in order to replace meter.

Event description:
Consumer reported complaint for high blood glucose test results. Us med is calling on behalf of the customer. The customer is concerned with tests results obtained of 286mg/dl. The expected fasting blood glucose test result range is 80-130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the closet. During the call a blood test was performed by the customer and produced test results of 278 and 275mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 10/15/2020 and open vial date is(B)(6)2019. The meter memory was reviewed for previous test result history. Result 1: 178mg/dl date: 6/12/19 time: 12:39pm fasting result 2: 2 86mg/dl date: 6/12/19 time: 6:58am fasting result 3: 174mg/dl date: 6/12/19 time: 2:36am result 4: 290mg/dl date: 6/11/19 time: 10:55pm result 5: 213mg/dl date: 6/11/19 time: 6:05pm